Manufacturer narrative:
26-jan-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Tampon tip came off and was left inside [foreign body in reproductive tract]. Unpleasant odor from private area [vaginal odour]. Tampon tip came off [device breakage]. When I removed it, I noticed that only one part came out, like the tip came off and was left inside [complication of device removal]. (Painful) secretion in my area- vagina [vaginal discharge]. Painful (secretion) in my area- vagina [vulvovaginal pain]. Hurt below the navel, pain in the lower abdomen, cramp [abdominal pain lower]. Consumer sent e-mail stating when she removed the tampon, only one part came out. It was like the tip came off and was left inside. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon tip came off and was left inside [foreign body in reproductive tract]. Unpleasant odor from private area [vaginal odour]. Tampon tip came off [device breakage]. When I removed it, I noticed that only one part came out, like the tip came off and was left inside [complication of device removal]. (Painful) secretion in my area- vagina [vaginal discharge]. Painful (secretion) in my area- vagina [vulvovaginal pain]. Hurt below the navel, pain in the lower abdomen, cramp [abdominal pain lower]. Consumer sent e-mail stating when she removed the tampon, only one part came out. It was like the tip came off and was left inside. No serious injury was reported.